Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the surgeon was manipulating tissue when the force bipolar instrument joint broke and was stuck on the tissue. The site had tried the instrument release kit (irk) to open the instrument jaws but was not able to. The site ended up manipulating the stuck instrument jaws with another instrument to get the jaws to open and was able to get the instrument out. The site continued with the case. The customer will send back the instrument for evaluation. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument was inspected prior to use and there was nothing out of the ordinary. There was no instrument collision during the procedure. The hinge popped off when the instrument was at the most limit of the wrist articulation. No fragment fell inside the patient and it was confirmed there was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "the instrument would not release the grip upon inspection of the instrument, it was found to have a dislodged arm on the endowrist of the instrument". Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of the grips was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly, and the grip function performed successfully. The instrument is fully functional. No use of an instrument release kit was needed during the in-house testing.